Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate on service mode. There were no reports of adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the right side of the device touchscreen did not respond. The device passed the touchscreen test and touchscreen calibration test without error. Visual inspection revealed contamination due to fluid ingress found on the left lower, lower right, and upper right corners of the touchscreen. The probable cause of the customer's reported event was fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.